Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The set up joint (suj) was analyzed. The error was visually confirmed and replicated in house.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had an issue with the arm#2. The system was getting recoverable faults before procedure started and the led at the top were not lighting up properly. There was a message on the screen saying the arm was clutched when it was not being touched. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the issue. The tse recommended a hard power cycle on the patient side cart (psc), but the customer proceeded with the arm disabled. The customer performed a visual inspection of the psc discs and cycle the clutch button on the patient side manipulator (psm) in case the button was sticky. No damage was seen, and the clutch button functioned properly. The customer stated that they would perform the power cycle at the end of the procedure. The customer confirmed that after power cycling the system it is now functioning without errors. The tse explained the issue may be related to the joint on the psm 2 right behind the #2 plate.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi received the suj; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.